Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2012 and mesh was implanted. The patient returned to surgery on (B)(6) 2013 for removal of the mesh due to a possible seroma. During the procedure, a collection of fluid and tissue was found between the layers of mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: three returned sections of explanted mesh were visually examined. The returned explanted mesh had encapsulating tissue on either side of the mesh, completely obscuring it, except at the cut sections. The encapsulated explanted mesh appeared consistent with a foreign body reaction. No anomalies or defects with the product were observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.